Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector. There was some evidence of blood. A performance test was done on the blade button. The button was difficult to move to extend and retract the blade. Based upon the functional test, the reported complaint for "finger button sticking" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7 finger button for the bisector was sticking and not moving in and out easily. The case was completed using another vh-3200. There were no pt effects. The product was returned.